Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant devices - persona partial knee cemented femoral component size 2 left catalog #: 42558000201 lot #: 64415111, persona cemented partial knee tibial component size d left catalog #: 42538000401 lot #: 64562617. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00294. 0002648920-2020-00489.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the articular surface to address infection eighteen (18) days post-operatively. The infection did not resolve and an additional articular surface revision was performed sixteen (16) following the first revision. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through review of sterilization records, however, the reported event could not be confirmed. Sterile certifications were reviewed and found to be conforming with no deviations identified and the devices were verified to have undergone acceptable sterilization processes following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there were no indications of product or process issues affecting implant safety or effectiveness, the implanted products were not identified as the source or contributing to the reported infection. The root cause could not be traced to the device(s). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.